Event description:
The device was found powered off, resulting in a non-delivery of heparin. On an unspecified date, the pump was programmed to deliver an unspecified concentration of heparin at an unspecified rate. In 2004 the nurse found the pump "off." The length of time the pump was powered off was unk. It was unk if the pump audibly alarmed prior to powering off. The nurse was notified that the 1400 ptt level was 22 seconds and the physician was notified. The pt was treated with 4000 unit heparin bolus and the therapy was resumed using a replacement device. There were no reported adverse pt effects. Though requested, no additional information was provided.